Event description:
It was reported that the wheels are falling apart and his brakes are worn on the unknown model wheel chair. The smog deteriorates the rubber on the tires. He says that california mandates all tires to be sprayed to prevent smog.